Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was provided: is the current patient status known? The patient was stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife rattled, and stopped on the way of 1st firing. Knife reverse switch was used to open the jaws. The staple was stapled on only one side. The bleeding occurred from the cut end which the staple was not stapled on. The bleeding amount is unknown. The blood transfusion was not performed. Astriction and suture ligation were performed to hemostasis. The procedure was performed on the patient after radiotherapy, so the lung was stiff than usual. The device did not clamp hard things. The cartridge also shows evidence of a knife run to the tip on one side only, but the other side stops in the middle. There was no problem in leak test. There was no change in the operation. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2022. D4: batch #: 826a54. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a battery pack installed, anvil, and closure trigger in the close position and the knife in the home position: the jaws were opened by only pressing the release button, no apparent damage were noted with a gst60t reload loaded in the device. After removing the reload from the jaw, no damages were found but some b-formed staples were residual in the jaw. Additionally, the reload was received with the left side fully fired, the right side partially fired 1/3, and it had damaged drivers inside the cartridge body and some staple pockets with residual staples. Upon evaluation of the reload, the reload body, one-piece sled and some drivers were noted to be damaged. Also, the reload deck was noted to be damaged, which suggests the reload, may have been fired over a hard object. In addition, the sled was not found with missing parts on the broken sled. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch 826a54, and no non-conformances were identified.